Manufacturer narrative:
The insulin pump was received with no vibrator alert due to broken black wire also, with corroded battery tube. However, the insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms noted and the motor was tested outside the device and passed. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during priming and the vibrate feature on the pump has an unspecified issue. Customer's blood glucose was unknown at the time of incident. No further information was provided.